Event description:
It was reported that the insulin pump screen was blank. The customer's blood glucose level was not known. Troubleshooting was performed. The insulin pump had reportedly been exposed to small splashes of moisture. The customer stated the insulin pump was being worn in her bra. She further stated when she went to give herself a bolus, there was a rainbow color on the screen and upon replacing the batteries, nothing happened. The customer was driving and could not complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specification range. No blank display anomaly was noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.